Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024.on (B)(6) 2025, the patient was not able to keep fluid and food down (most likely vomiting), and was extremely thirsty. The patient was brought by their husband to the hospital. At the hospital a fingerstick was taken and the cgm was reading low and the blood glucose reading was 423 mg/dl. According to the patient they had diabetic ketoacidosis, and received treatment with solpram 5 or 10mg for the nausea. No further treatment for hyperglycemia was reported. The patient was discharged on the same day. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. G7 wearable was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and no pairing code was provided. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was not found within the investigation window. Applicator was evaluated. An external visual inspection was performed and no damage was found. The allegation was undetermined. The probable cause could not be determined. The customer's complaint is undetermined as investigation cannot be performed and there are no calibrations to confirm the reported inaccuracy. No additional patient or event information is available.